Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by an authorized service provider (asp) where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.